Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device battery voltage indicated on remote transmission was 2.61 volts. When the patient arrived for a replacement procedure, the voltage measured 2.87 on interrogation. The device may have reached early battery depletion. The device was explanted and replaced as the physician did not want to take any risks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.